Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Name of agency: (B)(6) facility name: (B)(6) when did it occur? : before use hypodermic needle injury: no other treatment: no if they were used, was something attached to them? : returned quantity: none details of the event(timeline, details, etc.): liquid did not come out when pressed. A few seconds later, it finally came out.

Manufacturer narrative:
H3 other text : device is not available.